Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt with no physical anomalies were noted. After being rinsed, and dried, the flow rate and the pressure loss, with bovine blood, was measured according to the product inspection procedure. It met the factory specifications, and it was confirmed that a maximum flow rate of 5 l/min could be obtained. After circulation was finished, saline solution was flowed through the unit, no thrombus formation was noted. The manufacturing record and incoming inspection record of the actual device found no anomaly. The reported event could not be replicated in a laboratory setting; therefore, a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the gas exchange was good, but they couldn¿t get flows over 3 liters per minute at max revolutions per minute. No health consequences or impact. Product was changed out. Procedure completed successfully with a delay.